Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog # 55840006535, 510k# k113174 and UDI (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted from th6 to s2ai levels. Post-operatively, the patient complained of low back pain. It was observed that the screws had become loose. As a result, a revision surgery was performed to explant the screw. The products came in contact with the patient. No fragment of the screws remained in the patient. The patient has achieved solid fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.